Manufacturer narrative:
Continued h.6. Health effect - impact code: f2201. Continued h.6. Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported "suffers from depression because they are "totally disfigured". Medical report states. "No solid mass within the prosthesis capsule. No evidence of tumor recurrence after breast cancer on both sides." "No axillary lymphomas". Later reported capsular contracture diagnosed (baker grade not provided). Device has been explanted and replaced with non allergan device.